Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient allegedly had an untreated brain infection and expired. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a CPAP device's sound abatement foam. The patient allegedly had an untreated brain infection and expired. The manufacturer did not receive contact information to obtain additional information and to request the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient allegedly had an untreated brain infection and expired. The reported event and its severity were reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacturer concludes that no further action is necessary. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated, and evidence of sound abatement foam degradation or breakdown was not observed in the base unit. The manufacturer observed dust and indeterminate contamination under both sd cover and accessory module flip doors, and noted unknown contamination in the keypad, outlet panel, and grooves leading into the filter path. The manufacturer also observed corrosion at the power outlet. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were one error found due to the unidentified dust contamination in the airpath and device interior, likely from an external source. The manufacturer observed unknown debris in door latch grooves and in the tracks of the bottom enclosure after removing both panels. An unidentified white residue was also observed on the blower box assembly and blower. Dust/dirt contaminants was found on the blower, impeller, airpath, and o-ring. Evidence of liquid ingress with corrosion observed on the p4 cable and the surrounding area of bottom enclosure. The manufacturer concludes that they could not confirm the customer's allegation and that there was no evidence of sound abatement foam degradation or breakdown observed in the base unit. The manufacturer confirmed the presence of contamination in the device. Section d8, d9, h2, h3, h6 were updated in this report.